Event description:
A pump malfunction was reported by the customer, but no significant events preceded the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in the process. After the reset, the malfunction did not recur, and technical support helped the customer retrieve the serial number and rejoin the sensor session. Further follow-up was planned to advise the customer in case the malfunction reoccurred.